Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the insulin pump has a crack on the upper leftcorner of the lcd screen over to where the battery compartment is.customer also stated that there is a crack from the bottom of the insulin pump by the reservoir window and the top of the reservoir compartment is chipped. Customer believes the damage is due to wear and tear. Customer does not have a back up plan and stated that she will continue to use the insulin pump for now. Blood glucose 106 mg/dl. Nothing further reported.